Event description:
Pt's family member called lifescan to report that they had several issues with pt's lifescan meter. The first issue was that the pt reported blood glucose results of 334 mg/dl with the meter and 80 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The second issued was that the meter was giving an error 4 message. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue. The last issue pt had with the meter was that it would not power off. Pt did not experience any symptoms of high or low blood sugar. Customer service was unable to resolve the issue over the phone. In order to start a new test, pt has to turn the meter off and then turn it back on. When the meter does not turn off, pt can not obtain a test result, which may lead to delay in treatment in the absence of a glucose value.